Event description:
It was reported the customer had a no delivery alarm while priming their insulin pump. Customer's blood glucose was 400 mg/dl. Customer declined to troubleshoot for their high blood glucose. The customer also stated their no delivery alarm was resolved by a complete set change. Customer will be returning their reservoir and infusion set for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.